Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: kne-persona-bearings item # unknown lot # unknown. Kne-persona-tibial trays item # unknown lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03955, 0001822565-2019-03956. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently, patient underwent a tendon repair procedure. Patient farther reported continued pain and movement of the prosthesis leading to a revision procedure approximately two years post-implantation.